Event description:
Painful subcutaneous nodule in abdominal fat after sculpsure treatment (a cynosure device). She had two treatments with the device which were described by personnel from cynosure as being almost pain-free. She was told that there were rare tender nodules that resolve in a couple of months. It has been a year and she still complains of a tender nodule, which is easily palpable in her right abdomen. There is a culture of misrepresentation of safety issues with cynosure personnel. The sales force of cynosure consistently misrepresent aspects of the sculpsure device including misrepresenting financial details that affect treatment decisions, efficacy with regard to variable outcomes, and safety issues with regard to pain and subcutaneous nodules. The sculpsure device is a laser-mediated fat destruction device used primarily for cosmetic reasons. I have a picture of the product. FDA safety report ID# (B)(4).